Manufacturer narrative:
Manufacturing records were reviewed including device history records. There were no non-conforming materials reports, nor deviations. Sterilization and environmental monitoring records were all within specifications. There were no process and/or material changes for the production order. Diopter verification was performed prior to release and found to meet specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Device used for explant of intraocular lens and unexpected post-operative refraction. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens (iol) was explanted after the patient experienced unexpected post-operative refraction. The original incision was not enlarged and a vitrectomy was not required. The patient was doing fine when he went home.